Manufacturer narrative:
(B)(4). (B)(6). The device was serviced on-site by a field service technician. The device was visually inspected, power on self-tested and the alarm log was reviewed. During power on self-test the printed circuit board (pcb) display was found to have a stain; the cause of this was unknown. To correct the condition, the pcb display was replaced. The device was serviced and restored to a good working condition. Should additional relevant information become available, a follow-up MDR will be submitted.

Event description:
It was reported that the display of a flo-gard infusion pump was difficult to read. There was no patient involvement. No additional information is available.